Manufacturer narrative:
Approximated based on the date of revision.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site and was having difficulty charging the ipg due to shallow implant. The patient underwent a pocket revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.